Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil encountered resistance during retrieval from a microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured, right internal carotid artery (ica) aneurysm with a max diameter of 12 mm and a 8 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the axium coil product was inserted into the sl-10 and coiling was initiated within the an. After 2 repositioning attempts, resistance was encountered during retrieval at approximately the 1cm mark. Advancement was possible; however, resistance was felt when attempting retrieval. Placement was attempted but was not optimal, and retrieval was attempted again; however, resistance was again encountered at the same point. Therefore, the device was retrieved together with the microcatheter. Upon extracorporeal inspection, no abnormalities of the coil were observed. Subsequent target ed coils were successfully deployed through the same catheter without any issues. The coil was stuck within the distal side of the microcatheter. The catheter was not damaged. There was not damage to the coil system. There was no health damage to the patient. The product was not used in an infected patient. The device was prepared as indicated in the package insert. Ancillary devices include a sl-10 (s-shaped) microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was continuous catheter flush administered during the procedure. The coil came out of the introducer sheath smoothly, and causes/contributing factors for the event were not identified. The procedure was completed after the device was replaced with another company's product and it embolized, the procedure was completed without problems.